Event description:
It was reported that this lead was explanted due to shock impedance out of range approx. 88 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 43.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found on the fragment. The analysis showed that the conductor cable leading to the rv shock coil was found fractured (7 cm proximal to the lead tip), which is assumed to be the root cause of the reported high impedance. Based on the characteristics of this fracture, it is reasonable to assume that the lead had been subject to mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, a stretched rv shock was found, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.